Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet after a tubing connection was found loose with leakage noted and the infusion site was replaced without performing fill tubing or cannula priming until prompted, after which drops were observed and the cannula was filled; the highest reported blood glucose was 217 mg/dl and no alerts or alarms occurred. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary hyperglycemia managed at home without medical intervention or back-up therapy beyond site and setup troubleshooting, and no hospitalization. Investigation included technical support troubleshooting and user education regarding correct tubing fill and cannula priming. Investigation of this case revealed user setup steps were initially incomplete, with no visible air bubbles or ongoing leakage after reassembly, and blood glucose was to be monitored following corrective steps. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributory factors including initial failure to perform fill tubing and cannula fill. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.